Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrections to b5, e1 and d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction is likely attributable to excessive use. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the telescope exhibited a damaged lens inside the optical system and missing main body on the light guidepost. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the image appeared blurry, the lens inside optical system was damaged and the light guidepost on the main body was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the telescope trueview ii, 4 mm, 30°, autoclavable had a damaged light guide. The issue was found during reprocessing. There were no reports of patient harm.